Event description:
It was reported that a patient using the ilet bionic pancreas with a libre 3+ experienced low glucose after announcing two meals while glucose was trending down, following prior missed meal announcements related to gastroparesis; the device issued a low alert and the patient treated with oral glucose (orange juice and glucose tablets), with glucose stabilizing. Symptoms included hypoglycemia with diaphoresis and shaking/tremors. Outcomes included medication required as an unexpected medical intervention and a serious injury/illness/impairment. Investigation included communication with the patient and analysis of information provided by the user/third party. Investigation of this case revealed no device problem found, a usage problem identified, and improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.